Event description:
It was reported that a pt underwent an anterior gingivale graft procedure on (B) (6) 2009. During the procedure, the dentist placed approx three to four knots in the suture. The suture could not be detected four days after the surgery. The wound healed, and there was no adverse pt consequences. The surgeon opines that the knots were untying and the suture fell out after four days.

Manufacturer narrative:
(B) (4) - knots untying post-op. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.